Manufacturer narrative:
The insulin pump had an intermittent esc button response due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window, cracked case on the display window corners, cracked belt clip slot and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump esc keypad button is not responsive and gets stuck. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error, but happened during a bolus. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.